Event description:
Boston scientific received information that the patient implanted with this lead, received a shock. Upon interrogation of the associated device, it was noted that noise had been recorded and oversensed. An invasive procedure was performed and when the pocket was opened, insulation damage was noted. The lead was explanted, replaced, and returned to boston scientific for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this lead was visually inspected and was found to have been returned in two segments. The lead had been severed 11.2 cm from the terminal pin. Additionally, insulation abrasion was noted approximately 16 cm from the terminal pin. Analysis confirmed insulation abrasion was likely due to lead on device contact during the implanted duration. This damage likely contributed to the observed noise, oversensing, and inappropriate shock.